Event description:
A peritoneal dialysis (pd) patient reported while entering the data after treatment the cycler screen began to go dim. The patient turned the cycler off and back on but it would not power anymore. The display was blank, and a burning smell was discovered. The patient switched cycler on and there was no lights on the stop, ok and up/down keys. The patient was no longer connected during the incident. The patient did not know how to perform manuals. The screen was going from bright to dim. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The cycler was replaced. Upon follow up, the patient did not develop any symptoms, adverse events, injuries, or medical intervention as a result of the reported event. The patient did not complete treatment. The old cycler has been returned to the manufacturer. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Plugged the cycler in and the cycler powered on. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. Voltage verification passed. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2019 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed the functioning inverter board from the front panel at the completion of the investigation. A pre-accelerated stress test simulated treatment was performed and completed with no problems or failures. There were visual indications of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump assembly. The cause of the observed dried fluid and fluid could not be determined. Mushroom head checks passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.